Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Nurse reported with a description of the lead haptic did not bent so opened a new lens. It was also stated that the even after using precise loading procedure even the second and third set of lens were loaded in the same manner and the lead haptic did not bent. Surgeon managed to insert the fourth set of lens. Additional information stated that the fourth lens had the same fault of leading haptic did not bent and the surgeon decided to enlarge the wound and insert the lenses with the lead haptic not bent then reposition the lens due to this extra step the surgery took longer then expected as the surgeon had to reposition the lens. There was patient contact as the surgeon attempted to insert the lenses, and the lens touched the patient eye and there was no patient harm.

Manufacturer narrative:
On initial MDR the patient event codes of d10, e2401 was submitted. It should have been e0819 on the original MDR respectively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in b2., h.6. On initial MDR the patient event codes of e2401, health impact code f19 was submitted. It should have been e0819, health impact code f1901 on the original MDR respectively. The manufacturer internal reference number is: (B)(4).